Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is ics stage ii posterior vaginal prolapse (rectocele), large enterocele, voiding dysfunction. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2004: rectocele repair using porcine dermal graft, enterocele repair (vaginal), cystoscopy, and placement of suprapubic tube under general anesthesia with endotracheal tube intubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.